Event description:
Device 1 of 2. Reference MFR report number: 3006705815-2019-01535. It was reported that the patient's leads had migrated and as a result the patient experienced inadequate pain relief. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced. Therapy was restored post-operatively.